Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
Subsequently to the initially filed MDR additional information was received: it was reported that the arteriotomy closure of the right common femoral artery was attempted after a percutaneous coronary interventional procedure using an 8f sheath. Due to the cut down, a clinically significant delay was reported. No additional information was provided.

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted using two proglide devices. Reportedly, the first proglide failed to achieve hemostasis. As the device was removed from the patient, it was noted that the footplate looked askew. A new proglide was attempted and a cuff miss [suture retrieval issue] occurred. There was excessive bleeding resulting in the physician performing a cut down. When the access site was opened, the link and part of the footplate [presumably from the first proglide] were found in the vessel. The physician removed the components and patched the vessel. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue is filed under separate medwatch report number. B3, b6: estimated date of event.